Event description:
Consumer called to report getting inaccurate readings with his plink meter. Not consistent with how he feels. Analysis run on clark error grid using mean average reading. Point vs. Bd readings (145, 400) yielded data points in the c/d range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.